Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, rupture with leakage of liquid at 5 cm during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, rupture with leakage of liquid at 5 cm during use. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC was placed on (B)(6) 2024 and removed (B)(6) 2024. The total length was 40 cm, it was inserted into the brachial vein, secured with securacath between 2.5 cm and 4 cm, exit site marking 2.5 cm. PICC was used for oncology treatments. No known occlusions. Leakage was identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) and by patient symptoms (pain, swelling). The break was internal to the patient at the 5cm mark. PICC was used for 34 days. No xray imaging is available. Catheter site cleaned with chloraprep (chp 3 ml). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5 cm graduation mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, rupture with leakage of liquid at 5 cm during use. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024 and removed (B)(6) 2024. The total length was 40cm, it was inserted into the brachial vein, secured with securacath between 2.5cm and 4cm, exit site marking 2.5cm. PICC was used for oncology treatments. No known occlusions. Leakage was identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) and by patient symptoms (pain, swelling). The break was internal to the patient at the 5cm mark. PICC was used for 34 days. No xray imaging is available. Catheter site cleaned with chloraprep (chp 3ml). No additional comments.